Manufacturer narrative:
An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. The reported product is not expected to be returned as reporter indicated the device was discarded. Therefore, no further investigations planned. In the event that unanticipated product is received, a physical investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a scan of lo (less than 40 mg/dl while wearing the adc freestyle libre sensor from the evening of (B)(6) 2021 to the morning of (B)(6) 2021. The customer self-treated with glucose, however, did not report experiencing glycemic symptoms and did not perform a comparison glucose test. At 11:00 am, low glucose scans were still being obtained and the samu was called and a blood glucose test of 400 mg/dl was obtained on the hcp meter and 16 units of slow insulin and 60 units of fast insulin were provided for their symptoms. There was no report of death or permanent injury associated with this event.